Event description:
"Trying to get pt out of bed, was using a hoyer lift, back wheel fell off and pt fell to floor. X-ray revealed fracture of r hip. She died from health reasons unrelated to this accident". Info given by atty is very vague and w/ insufficient info it is almost impossible to determine that this is co's product. Co's lift is a generic name for lifters in health care industry.